Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013, an ocd field service engineer (fe) arrived at the customer site and contacted customer. The customer reported that creative testing solutions has stopped all testing on ortho equipment on the night of (B)(6) 2013. The customer declined onsite service as the instrument is no longer in use. All required documentation were given to the customer.